Event description:
It was reported that the ventilator was set to deliver 16 beats per minute but when checked with watch it only delivered 5 beats per minute. It was also reported that the ventilator did not generate an audible and a visible alarm.